Event description:
It was reported that the ilet generated numerous ¿dosing stopped¿ alerts associated with alert 38 motor stalls, bgs were elevated during the event, a restart alert appeared and was performed, and after a supply change the system resumed normal function with bgs beginning to regulate; the highest bg reported was 347 mg/dl with no symptoms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with consecutive stalled motor alerts. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.